Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 23, 2004, the pt contacted lifescan alleging that her one touch ultra meter was set to the incorrect unit of measurement. The meter was set to mmol/l, instead of mg/dl. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep confirmed that the meter was previously set to the correct unit of measurement. The pt could not recall recently changing the unit of measurement in the meter settings. Based on the information supplied by the pt, there is an indication that the product malfunction and that the event meets the criteria for a medical device reportable. The meter was replaced.